Event description:
The customer was hospitalized for high bgs. It was stated they were nauseated up to the admission causing bgs to elevate. The programming in the pump was checked. The pressure test could not be performed; the customer did not have a clamp.